Event description:
(B)(4).

Manufacturer narrative:
We have received the suspect handpiece from nsk america and are conducting our internal evaluation per our procedures. As soon as we finish our evaluation and investigation, we will update this MDR submission.